Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the back, which is off-label use of the device, on (B)(6) 2019. The patient stated the sensor failed during the night on (B)(6) 2019. Her glucose level went low and she did not receive any alarms because of the failed sensor. In the morning her colleagues called the ambulance because she did not arrive at work and did not answer her phone. Emergency medical services (ems) staff woke her up and gave her glucagon. She did not require transfer to the hospital and was doing okay at the time of the report. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.